Event description:
It was reported that during setup for a procedure at the healthcare facility, it was noticed that the tip on the small pointer was broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during setup for a procedure at the healthcare facility, it was noticed that the tip on the small pointer was broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.